Manufacturer narrative:
An e-mail summarized the event reported to us on the next day. Following a conference telephone conversation, sigma agreed that the pump would not require return to the factory, because the pump had operated as designed and was not considered a pump malfunction. Previously, users had the ability to assign a delay to the alarm indicating completion of an infusion and the transition to kvo mode. At the customer's request , this option has been completely removed in software version 5.00.06. Users can no longer delay this alarm. This alarm will always occur when the infusion concludes and the pump switches to kvo.

Event description:
Reporter reported an event occurring in 2007 at approx. 3 am when a levophed (norepinephrine) infusion ( to increase blood pressure) at 37.5 ml/hr, the pump did not provide an audible alarm when the pump went into infusion complete and then kvo. A cardiac monitor alarmed when the patients blood pressure dropped. The patient "crashed" but was brought back. It was then later discovered that a previous user had entered a 1 hr delay on the kvo alarm delay option. Reporter reported that the pump functioned as it was designed to do including a bag near empty alarm with 30 mins remaining, but the user has selected a "new patient" yes thinking that the pump returns to default settings that would remove any such delays.